Event description:
The footswitch cable is broken not allowing the generator to be activated on either power level. The caller did not have any case info but stated that they own several units and a second one was used to complete procedure.